Manufacturer narrative:
Reported event was also reported via voluntary medwatch report mw5149561. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via voluntary medwatch mw5149561 that the pump was warm to the touch while plugged into a power source to charge and during insulin delivery. Tandem technical support followed up with the customer and determined the customer wears the pump in a pocket. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.